Event description:
It was reported that a peritoneal dialysis (pd) patient passed away in the morning and was still hooked to the cycler. Upon follow up with the patient¿s pd registered nurse, it was reported this patient expired on (B)(6) 2024 at home due to an unreported cause. It was explained the patient had a significant history of heart disease and, though the exact cause was not reported, his death was more than likely attributed to cardiovascular disease and multimorbidity. It was affirmed the patient was connected to his liberty select cycler at the time of death as the patient was found by family on the morning of (B)(6) 2024 after his treatment was completed. It was suspected that emergency services were not to be activated as the patient was pronounced deceased in his home by a coroner. It was confirmed the patient¿s death was not due to a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s death. The cause of this patient¿s death cannot be determined; however, there was no indication this patient¿s death was due to a deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. It is well known the esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population, particularly in the environment of cardiovascular disease. Therefore, the liberty select cycler can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the available information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient passed away in the morning and was still hooked to the cycler. Upon follow up with the patient¿s pd registered nurse, it was reported this patient expired on (B)(6) 2024 at home due to an unreported cause. It was explained the patient had a significant history of heart disease and, though the exact cause was not reported, his death was more than likely attributed to cardiovascular disease and multimorbidity. It was affirmed the patient was connected to his liberty select cycler at the time of death as the patient was found by family on the morning of (B)(6) 2024 after his treatment was completed. It was suspected that emergency services were not to be activated as the patient was pronounced deceased in his home by a coroner. It was confirmed the patient¿s death was not due to a deficiency or malfunction of any fresenius product(s) or device(s).